Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, noise occurred at the screen due to damage of the charge-coupled device(ccd) unit. The distal end adhesive was worn-out and resistance of heater was out of standard due to heater damage of the ccd unit. In addition, lens adhesive discoloring, scratches on distal end, and crease at the universal cord and video cable were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that noise occurred with the endoeye flex deflectable videoscope. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a) internal imaging cable was damaged because the universal cord or the video cable was bent to small angle; and b) heater resistance was increased because of repeated energization and/or sterilization process. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "operation manual: important information ¿ please read before use: dangers, warnings, and cautions: - do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - do not coil the video cable or universal cord with a diameter of less than 12 cm. Endoscope damage can result." Olympus will continue to monitor the field performance of this device.